Manufacturer narrative:
The product has exceeded its life expectancy. A complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this endologix device. Corrections: b5 describe event or problem. G4 awareness date.

Event description:
The patient was initially implanted with a bifurcated stent graft and proximal aortic extension to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the stent graft was found to have slipped into the aneurysm in 2018 and the physician elected to implant a cook (non-endologix) cuff/extension to successfully resolve the event. The patient's status was not reported. Reference MFR. Report # 2031527-2021-00249 for this event. Then approximately three (3) years later the patient presented emergently with abdominal pain and a type iiib endoleak. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and afx vela suprarenal proximal extension on (B)(6) 2021. Reportedly, the endoleak was successfully sealed and the patient has been discharged from hospital. Additional information received confirming the initial procedure details. It was then discerned that the product had exceeded its life expectancy at time of reported event. Therefore, there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of this endologix device.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown.

Event description:
The patient was initially implanted with a bifurcated stent graft and proximal aortic extension to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the stent graft was found to have slipped into the aneurysm in 2018 and the physician elected to implant a cook (non-endologix) cuff/extension to successfully resolve the event. The patient's status was not reported. Reference MFR. Report # 2031527-2021-00249 for this event. Then approximately three (3) years later the patient presented emergently with abdominal pain and a type iiib endoleak. The physician elected to treat the patient by implanting an afx2 bifurcated stent graft and afx vela suprarenal proximal extension on 12 june 2021. Reportedly, the endoleak was successfully sealed and the patient has been discharged from hospital.